Manufacturer narrative:
Evaluation summary: the analysis confirmed that device (a) was returned with the distal tip of the blade broken off and missing. Device (b) was returned with the blade gouged, nicked, and cracked. Due to the blade damage on device (b), it was confirmed that the device was non-functional. In both devices, the identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with other instruments during use."

Event description:
It was reported that prior to a varicocele procedure, the generator was alarming after installing the first and second instrument. Error code 5 observed. Used third instrument to finish procedure. There was no reported patient consequence.